Event description:
A customer contacted beckman coulter (bec) to report a leak of approximately 3 ml from the rinse block of a coulter lh 750 hematology analyzer while troubleshooting a high latron primer issue. The leak was contained within the instrument. The customer also reported low vacuum errors during start up. The operator was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and face protection at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and noted that the customer had resolved the leak and latron issues prior to his arrival. Upon follow-up with the customer, they reported that replacing tubing resolved the leak issue however the customer was unable to recall the exact location of the tubing. The customer also was not able to provide information on what was done to resolve the latron issue. While on-site, fse verified the low vacuum drift errors and replaced the low vacuum regulator which resolved the issue. The cause with regard to the reported leak and the high latron primer could not be confirmed. The cause for low vacuum drift errors is attributed to the vacuum regulator. (B)(4).